Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2011. The lens was explanted on (B)(6) 2013 due to inadequate vaulting with no patient injury. Subsequently, the patient has a progressive cataract. The icl was exchanged for a longer lens.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Results: reportedly visian icl was explanted/exchanged for a longer lens almost two years postoperatively to address inadequate (flat) vault. The progressive cataract was also reported but no information of a type or planned intervention. It should be noted that at the time of the original implantation patient was (B)(6) and, per dfu, the visian icl is indicated for adults 21-45 years of age. Given the information that longer lens was used as a replacement it is very likely that the patient related factor (anatomy issue) or procedure related factor (calculation error) have caused/contributed to the event. (B)(4).

Manufacturer narrative:
Results: medical review - reportedly visian icl was explanted/exchanged for a longer lens almost two years postoperatively to address inadequate( flat) vault .the progressive cataract was also reported but no information of a type or planned intervention. It should be noted that at the time of the original implantation patient was (B)(6) old and , per dfu, the visian icl is indicated for adults 21-45 years of age. Given the information that longer lens was used as a replacement it is very likely that the patient related factor( anatomy issue) or procedure related factor(calculation error) have caused/contributed to the event. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).